Manufacturer narrative:
Corrected data: marked female in error on the initial medical device report. Manufacturer narrative: the reason for this revision surgery was an infection. The previous surgery and the revision detailed in this investigation occurred 7 days apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (dhrs) show that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to an infection. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of use during the previous surgery. The root cause of this complaint was a revision surgery due to an infection. It was reported, "possible infection due to wound opening because of faulty sutures." The result of the faulty sutures contributed to the infection and inhibited the patient's immune system. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery: possible infection due to wound opening because of faulty sutures.